Event description:
A malfunction alarm was reported, which did not cause the customer's blood glucose level to exceed 500 mg/dl. Customer support provided information and assisted in resetting the pump. The malfunction code did not recur, and the customer was instructed to continue using the pump and to call back if any issues arise again.